Manufacturer narrative:
Upon receiving the device, the cord was cut by the sender prior to receiving the package so the device was not able to be tested for its functionality, and the analysis was not able to be completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator, and handpiece being used for a mastectomy case. It was reported that the surgeon was pushing the coag button, and the button stayed pressed upon release, and continued to activate energy. Another handpiece was used to complete the case. The generator was still in use. There was no surgical delay and no patient harm.